Manufacturer narrative:
Alleged failure: white foreign substance was included inside the package. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be improper cleaning process, qc incoming, and in-process inspections. The material was not removed during the cleaning process. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.